Event description:
It was reported that pump malfunction occurred with no notable events before issue and caller saw resettable malfunction code on pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised to complete load process independently, and was instructed to call back if malfunction returned, with confirmation that pump use could be continued.